Event description:
Patient obtained back-to-back blood glucose results of 474 mg/dl and 160 mg/dl, while using the suspect device. Reporter indicated that no action was taken based on these results. No paitent injury was reported and no treatment was received. While on the line with technical support, quality control testing was performed on the suspect device. The reporter disconnected the call before technical support representative was able to obtain control material ingormation and expected values. Subsequent attempts to contact the reporter were not successful. Technical support had requested the return of the suspect product and replacement product was shipped.